Event description:
Update kpilz 29-oct-2024: further information was provided that a revision surgery occurred on (B)(6) 2024. All parts were retrieved from the patient. The surgeon implanted the device variax styker. All parts were discarded.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed based on x-rays provided that shows the broken plate. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0192-eo rev 7- e warnings - 5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The most likely cause of this failure is attributed to patient specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a x-ray check-up, which was carried out 1 month after the operation, it was found that the arthrex plate for the clavicle was broken in the middle. There was no second surgery and the device remained in the patient.